Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and ovarian mass ("solid mass in right ovary"). The patient was treated with surgery (salping. (Unilateral),oophorectomy (unilateral),hyst. (Partial)). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the ovarian mass outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and ovarian mass to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case become valid and incident. Injury nos replaced with new events. Reporter's information was updated. Date of removal was added. Added event dysmenorrhea(cramping), menorrhagia (heavy menstrual bleeding), solid mass in right ovary. Updated outcome for pain, bleeding from unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.